Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The reason for call was that the last couple times they went to recharge the ins as they had been having a lot of trouble with their back, the controller indicated that the ins was turned off; pt stated that they don't know why the ins was turning itself off as when they charge it, it's in the bedroom on the charger; pss was understanding that the pt was speaking of charging the controller from the ac power supply in the bedroom and that they weren't manually turning the ins off with the controller. Pt then stated that once they were done charging the ins and went to increase the stimulation, the controller wouldn't let them increase the stimulation, however they could decrease the stimulation, so the stimulation was then down so much lower that they wanted it to be and the stimulation wouldn't go up.  Pt noted that the controller battery was at 70% and that the ins was at 90% and that the stimulation intensity was down in the three's, so it's not enough to really help. Pt was currently using group a, so patient services  (pss) had the pt attempt to increase the stimulation by using the up arrow on the controller; pt advised the settings not available displayed. Pt had groups a and b available to choose from, so pss had the pt switch to group b and attempt to increase the stimulation; pt was able to increase the stimulation and pt stated that they then felt the stimulation when they hadn't been feeling the stimulation. Pt noted that group b only had one program when group a had three programs. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. When pss asked the pt for the event date for when the issues first started, pt stated that they guessed at first that they didn't notice the issue and that they usually recharge the ins once a week and that both times the last two times, the controller indicated that the ins was turned off. Pss was understanding that the reported issues (ins turning itself off and settings not available message when trying to increase stimulation) started around the same time-frame; the pt did not provide a date or month of when the issues first started.